Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. Evaluation summary : (B)(4): the device was subsequently returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device battery voltage was varying and then measured low, but the elective replacement indicator [eri] had not triggered. The device is still in use and a replacement is scheduled. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery voltage was varying and then measured low, but the elective replacement indicator [eri] had not triggered. It was later reported that the device did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.